Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook (pch) instrument and performed a device evaluation. Failure analysis confirmed the customer reported complaint. The instrument was found to have thermal damage on the monopolar yaw pulley, and on the distal and proximal clevis. Further investigation inspected the permanent cautery hook instrument's conductor wire at the weld location along the distal clevis for breakage and/or compromised insulation. However, the conductor wire and its insulation were noted to be intact, and therefore, the thermal damage is not due to conductor wire breakage or due to conductor wire insulation being compromised. The thermal damage appeared to have originated from the metallic pitch cable on the distal clevis. This is likely due to capacitive coupling discharge, which occurs when the instrument tip is not in contact with tissue (i.e. Air-firing) and there is conductive fluid present around metallic clevis components such as the pitch cable. There is evidence of arc tracking originating from the metallic cable and going out around to the other side of the distal clevis, further supporting this observation. As of 4/21/2020, a review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided by the site for review. A log review was conducted, and it was confirmed that the permanent cautery hook (470183-12) n10170921-0129 instrument was last used on (B)(6) 2018 during a prostatectomy-radical procedure with system sk1437. This complaint is being reported because thermal damage proximal to the ceramic sleeve is evidence of electrical discharge at a location other than intended. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. The following was found during the device evaluation, but is not related to the reportable finding: the instrument was found to have a frayed grip cable at the distal idler pulley. Blank MDR fields: follow-up was attempted, but the patient information were either unknown or unavailable. Device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. This reported issue occurred on the instrument's 8th usage and, therefore, had not expired. Implant date is blank because the product is not implantable. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, a permanent cautery hook (pch) instrument had sparked. The customer immediately pulled the instrument out and noticed it was charred. The procedure was completed and there was no report of patient harm, injury, or adverse outcome. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the robotic supervisor confirmed the instrument had sparked and informed that it was inspected prior to use. No damage out of the ordinary was noted. The pin gauge was used to inspect the cannula. At the time of the arcing event, the robotic coordinator indicated the instrument was being used with the robotic generator and it was cauterizing in monopolar coagulation. The cut setting was at 6 and the coagulation was at 5. It was unknown how long the instrument was in use prior to the arching. During the arcing event, a maryland and cobra instrument were being used. No instrument tip collision was observed. The robotic supervisor indicated the instrument wrist was straightened when removed.